Manufacturer narrative:
(B)(4).

Event description:
The ins was slipping and the patient underwent surgery to reposition it. Following the surgery, the device was in a power-on-reset (por) condition; the manufacturer representative believed this was due to the electrocautery used. The por was cleared and an "out of regulation" message and a "call your doctor" icon were then displayed. The outcome is unknown. Further information is being requested at this time.